Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) with esophageal biopsy procedure performed on (B) (6) 2010. According to the complainant, during the procedure the forceps were used to retrieve a biopsy specimen. However, while attempting a second biopsy, one of the jaws broke off within the patient. The account attempted to retrieve the detached jaw, but the fragment could not be located endoscopically or under x-ray. The piece is expected to pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's current condition was reported to be okay.

Manufacturer narrative:
(B) (4). Therapy/non-surgical treatment, additional. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) with esophageal biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps was used to retrieve a biopsy specimen. However, while attempting a second biopsy, one of the jaws broke off within the patient. The account attempted to retrieve the detached jaw, but the fragment could not be located endoscopically or under x-ray. The piece is expected to pass naturally. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's current condition was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device presented loose riveting, the jaw and needle were not attached to the clevis pin and one of the clevis arms were bent. A functional test was not performed due to the returned condition of the device. The condition of the returned incident device was consistent with the complaint; jaw detached. The unit presented the clevis in an opened position due to improper riveting which is considered a manufacturing issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).